Manufacturer narrative:
It was reported a patient underwent a persistent atrial fibrillation ablation procedure with a pentaray nav high-density mapping eco catheter and biosense webster¿s product analysis lab identified the rings on spine e were kinked and damaged during returned product analysis. It was initially reported by the customer that the pentaray nav high-density mapping eco catheter displayed noise on poles 19, 20 on both the carto 3 system and the recording system when connected to the carto 3 system. They changed the catheter cable without resolution. Changing the pentaray nav high-density mapping eco catheter resolved the issue. No patient consequence was reported. Device evaluation details: the device evaluation has been completed. The device was visually inspected and spine e was found kinked/damaged, some rings were observed damage, the integrity of the rings were observed compromised and no polyurethane (pu) was observed on the electrode edges. Then, an electrical test was performed and the catheter failed, no electrical readings were observed on electrode # 17 and # 19. A failure analysis was performed and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the electrical wire breakage and the damage on the spine cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30156393l number, and no internal action was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a persistent atrial fibrillation ablation procedure with a pentaray nav high-density mapping eco catheter and biosense webster¿s product analysis lab identified the rings on spine e were kinked and damaged during returned product analysis. It was initially reported by the customer that the pentaray nav high-density mapping eco catheter displayed noise on poles 19, 20 on both the carto 3 system and the recording system when connected to the carto 3 system. They changed the catheter cable without resolution. Changing the pentaray nav high-density mapping eco catheter resolved the issue. No patient consequence was reported. The customer¿s reported issue of ¿noise¿ on the signals is not MDR reportable since the patient's heart rhythm is still visible to the operator therefore the risk to the patient is low. On 3/26/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the rings on spine e were kinked and damaged. This finding has been reviewed and assessed this as MDR reportable. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 03/26/2019 and has reassessed this complaint as reportable.